Event description:
A talent stent graft system was implanted in a patient for the emergent endovascular treatment of a 7 cm in diameter abdominal aortic aneurysm. It was reported that a recent CT revealed a proximal type I endoleak. The cause was most likely due to loss of fixation proximally. The patient is being monitored. No clinical sequelae were reported and the patient is fine. The review of returned films pre-implant were non-contrast. The proximal neck was aneurysmal and approximately 4.0cm - 5cm in diameter. The aortic neck was angulated, and the aaa was 7cm. Images post-implant show that the proximal neck diameter measured approximately 4.5cm x 5.0cm. The 7.5cm max aaa appeared to be excluded; no obvious endoleak was seen. There was minimal distal sealing length within both iliacs.

Manufacturer narrative:
(B)(4). Results: endoleak. Anatomy related; disease progression, loss of proximal fixation. Conclusion: anatomy related; disease progression, loss of proximal fixation.